Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened from bd vacutainer® cpt¿ cell preparation tube with sodium citrate. Unknown expiration date. Initial reporter first name is unknown. Initial reporter last name is unknown. Initial reporter: address unavailable. Bd corporate address used. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the customer has had issues with gel not moving while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate.